Event description:
A malfunction was reported with the pump, specifically displaying malfunction code 13, which could not be reset. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.